Manufacturer narrative:
The device was received with case cracked behind the pump near the battery compartment. No damage to the reservoir tube lip and retainer noted during physical inspection. A test reservoir was installed, and the reservoir locked into place inside the reservoir tube properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer¿s blood glucose level was 244 mg/dl. The customer reported that they had damage back side of the battery. The customer reported that the reservoir unable to lock in place when inserted into pump. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.